Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/01/2018 with the following findings: review of the black box data revealed multiple unexplained power on reset events recorded (B)(6) 2018. The returned battery cap measured within required specifications and secured to the pump properly. The pump powered on and ez-prime steps completed successfully. The pump was exercised for 24 hours without interruption in power. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the alleged power complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (no power) issue. It was reported that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.